Event description:
It was reported that this right ventricular (rv) lead was exhibiting pacing inhibition and oversensing. The device also presented noise signals. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).